Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's device began beeping due to high out of range impedance measurements on the right ventricular (rv) lead. It was also noted the rv threshold measurement had increased. As a lead dislodgement was suspected, x-ray was performed. The x-ray confirmed the rv lead dislodgement. It was indicated a revision procedure would likely be performed, but no information was available regarding the revision. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The proximal shocking coil was separated from the medical adhesive bonding at distal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that a revision procedure was performed to revise the rv lead. During the procedure, the device was noted to be twisted and the helix was retracted. As a result, the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.